Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - the patient had a severe "shaggy" aorta, which was likely the cause of the embolism.

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On (B)(6) 2009, this patient developed multiple emboli. It was reported that the embolism led to acute pancreatitis (date identified unknown). On (B)(6) 2009, this patient developed paraplegia and received a spinal drain. On (B)(6) 2009, this patient expired due to multiple organ failure. The physician stated that the patient had a severe "shaggy" aorta, which was likely the cause of the embolism.